Event description:
It was reported that upon initial interrogation of a vns pt's device at a routine office visit, the settings were found to be different than what the physician thought he had programmed at the last office visit. The settings were found to be at 1.25 ma output current, 20 hz frequency, 500 u seconds pulsewidth, 30 seconds on time, and 10 mins off time. The physician was unsure if he had changed the device to these particular settings at the last office visit. The physician indicated the pt had not been seen by anyone else that may have changed the device settings in between office visit. He indicated the patient's intended device settings are 1.5 ma output current, 30 hz frequency, 500 u seconds pulsewidth, 30 seconds on time, and 5 mins off time. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.